Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm within 30 seconds each. However, at second inflation, the balloon ruptured at the blade tip side in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.